Event description:
It was reported that a female patient underwent a breast reconstruction procedure with an unspecified mentor tissue expander that deflated post implantation. It was reported that the expander was damaged during the filling process. As a result, the patient underwent explantation on an unknown date. The device was discarded following explant surgery.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: tissue expander deflation. Manufacturer¿s reference number: (B)(4).